Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels and low blood glucose levels. The customer¿s blood glucose level was 546 mg/dl and went down to 30 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. The customer also mentioned that the insulin pump had a bunch of motor errors. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. The customer was able to clear the alarm and rewind the insulin pump. The customer decliner troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.